Event description:
It was reported that stent dislodgement occurred. The 70-80% stenosed target lesion being treated was located in the moderately to severely calcified and moderate to severely tortuous proximal circumflex artery into the left main artery. A non bsc guidewire and a non-bsc guide catheter were advanced to the lesion. A 3.00x16mm promus premier¿ stent delivery system was selected and advanced to treat the target lesion. When the device was removed, the stent stripped off the stent delivery system. The stent was trapped in the circumflex artery into the left main artery. It was suspected that a stent strut was caught in the non-bsc guide catheter. A small balloon was then advanced through the stent and dilation was performed multiple times and an unspecified stent deployed overlapping the promus premier¿ stent. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.:  it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).